Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The pfc1000 board was damaged. Replaced pfc1000, motor battery charger, charger cards 1 <(>&<)> 2, and motion batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a spin the site noticed an odor coming from the system. The image was able to be taken and transferred to the navigation system without any issue. The system was removed and powered off immediately after the spin. There was no delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
Concomitant medical products: component part and serial numbers are as follows pcba bi31000169 battery charger 1, serial number; (B)(4) / g62345 pcba bi31000172 pfc board 1000; serial number, (B)(4) / g65234. The pcba and the pcba charger were returned for analysis. Functional testing confirmed that the failure was due to the pcba board failing. The charger was noted to have visible damage. If information is provided in the future, a supplemental report will be issued.